Event description:
It was reported that this pacemaker system was suspected to be exhibiting farfield r wave oversensing in the right atrial (ra) lead channel, and farfield t oversensing in the right ventricular (rv) channel, both during an atrial tachycardia episode. This pacemaker system remains in service. No adverse patient effects were reported.